Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported from the customer.

Event description:
It was reported that the bronchovideoscope exhibited "image transmission only works sporadically with image errors (horizontal grooves in the image and partial complete image loss). The problem can be remedied by manipulating the pressure on the shaft at the transition to the optics, but it reappears when the bowden cable is moved." The malfunction occurred during preparation for a diagnostic & therapeutic bronchoscopy. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.